Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue, surgical intervention. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent a primary breast augmentation with a mentor smooth round moderate plus profile, 375cc saline breast implants which the right side deflated, and left sided asymmetry issue after implantation. The issue was diagnosed during physical examination. The patient reported no history of trauma to the affected area, saying that she noticed the deflation when showering. As a result, patient underwent bilateral open capsulotomy, bilateral replacements with left/ CT: 3502375, lot: 9900602, and right/ lot: 9785630, plus revision to left nipple areolar complex. This report relates to the left side.